Manufacturer narrative:
Three samples was reported with low ca2+ values. Root cause investigation showed that two samples were at the same level as other samples from the same patient in this period. The third sample was affected with increased na+ value and decreased ca2+ value and normal k+ and ph values. This type of aberrant measurement is seen in connection with the use of an incorrect anticoagulant such as sodium citrate or sodium edta. The sodium citrate or sodium edta will increase the na+ value and complex bind the ca2+ and thereby decrease the ca2+ value in the blood sample. Therefore, the root cause investigation concludes that the cause for the low ca2+ value is due to incorrect capillary tube with anticoagulant that affect the electrolyte values. Therefore, this complaint is no longer considered reportable.

Event description:
According to the complaint, on 2022-09-19 a sample was measured on the abl90 flex plus analyzer (serial number: (B)(4)) with the following measurements on the sodium (na+) and calcium (ca+) parameters: (B)(6). According to the customer the incident almost led to a wrong treatment of a newborn. Based on these measurements the customer reported result 2 as false high in na+ and result 5 as false low in ca+.